Manufacturer narrative:
Evaluation: the iab and one-way valve were returned. The sheath, guidewire, & pump tubing were not returned. A vacuum was pulled on the iab & held. A guidewire was fed thru the central lumen without resistance. The iab was submerged & pressurized in water. Bubbles exited the bladder approx. 22.5 cm, & 23cm bladder from the distal tip. The hole was in abraded areas approx. 2mm in length. There were two holes approx. 22.5cm that appear to have come in contact with calcified plaque. The IFU states "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence & severity of iab perforation is unpredictable & may be due to calcified plaque, resulting in membrane abrasion & eventual perforation." A DHR re-review was conducted on the iab without findings. Due to the condition of the returned iab, a pump test could not be performed. The root cause for the returned iab was abrasion caused by calcified plaque.

Event description:
It was reported after the md disconnected the datascope iab and the transact pump, the md elected to insert an arrow iab via the left femoral artery. The arrow clinical support specialist was on hand for the procedure. After the iab was inserted the patient was moved to the cardiac care unit. Thirty minutes later the high pressure alarm sounded indicating "frank blood in the tubing." The md removed the iab. No further information is available.